Event description:
It was reported that upon interrogation, episodes of lead noise were observed. The lead remains implanted. Patient to be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.